Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not stored. The customer stated that the battery was not changed. The customer stated that an external ram crc error was triggered. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No external ram crc or unexpected restart error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, and a scratched reservoir tube window.